Event description:
The patient had one endeavor sprint stent implanted to the rca. Approximately 22 months post index, patient cardiac death occurred. It was reported that cause of death was "has" an acute pulmonary edema. It was assessed the death event was possibly related to the study stent.

Manufacturer narrative:
Results: pulmonary edema. Conclusions: pulmonary edema. (B)(4).